Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a davinci-assisted surgical procedure, the opening of the branches of the vessel sealer extended (vse) instrument did not work. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument was inspected prior to use, there were no signs of mechanical damage. Low median resection was being performed. The issue occurred during tissue coagulation. The issue with the instrument did not occur after a system fault. The jaws were not stuck on tissue when the issue occurred. The surgeon/or staff were able to successfully open the jaws intraoperatively and release the tissue. The problem was not in the mechanical control of the branches, it was a problem with the energy. There was no adverse effect to the grasped tissue and there was not unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extended (vse) instrument to perform failure analysis. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed low torque test and hard grip force during in-house testing. Additional observation related to the customer complaint: the instrument was found to have one error 22024. Error 22024 means the grip torque is outside the expected range during use, which typically results in a sealing malfunction. The grip force test was performed. The instrument failed the grip force test on 3 of 3 attempts with 0.37226238. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) followed up with the customer again and obtained the following information: yes, the customer was having a sealing issue with the instrument.